Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:15:53. During night drain cycle one, the patient's ultrafiltration reading was 1529ml, indicating the home patient drained 1528ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device and a visual inspection. . Upon conclusion of the investigation, the cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. Should additional relevant information become available, a supplemental report will be submitted.